Event description:
The device was returned to the service center with a customer contact report of smoke. This does not indicate a reportable event; however, during verification testing at the service center, a burnt electronic component was found on the driver printed wiring assembly (pwa). There was no patient involvement, no adverse event, no medical intervention needed, and no delay in critical therapy.